Event description:
The patient reported that they had not successfully recharged or felt stimulation since (B)(6) 2016, prior to the report. Recharging troubleshooting was done at the time of the report. The patient stated that they were seeing a reposition antenna screen. An antenna locate was done, and resolved the issue. The patient then stated they were getting a power on reset message on their implantable neurostimulator recharger (insr) screen. The patient was able to bypass the por, and confirmed that they were able to charge with 4 coupling bars. The patient mentioned that they could not get more than 4 coupling bars at the time of the report. They noted that they had gained 15-20 lbs. It was reviewed to charge to 25% before turning stimulation back on. The patient was to follow up with their healthcare provider regarding the coupling issue. Indication for use is spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in a patient letter reporting that they patient had been talked through the entire process until it worked. The difficulty charging and loss of stimulation had been resolved with patient education.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.